Event description:
The event was reported by the customer, the dc motor adapter for the blue cable broke off during a breast biopsy procedure. The control module was swapped with another biopsy system and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint, the site replaced the dc motor adapter. The site also replaced the rotational and translational connector socket due to they were cracked, and replaced the bezel due to the inserts were broken. The main housing, bezel rope gasket, and the tubing bulkhead gasket were replaced due to the main housing was damaged and the lcd would fully rotate. The canister adapter assembly was missing and was replaced. Also replaced were four pump isolations mounts, four fender washers, four flat washers, and four pump mount screws due to the pump rattled excessively. As part of the standard service process, replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors, and replaced the hoster: if board to bezel. Per the service manual performed the dc motor adapter upgrade with the following parts: compression couplings, 13mm round spacers, dc motor adapters, and the front interface bracket. After servicing the unit passed qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.